Manufacturer narrative:
Concomitant product: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that a patient had a bad pain in her back and leg which started about 4-5 days ago and got ¿really bad¿ on wednesday. The patient stated that her daughter thought she had a pinched sciatic nerve. It was stated that the pain was different from what the device usually helped with, the patient had never had this pain before/new pain. The patient thought that the pain was caused from an interaction with a hot tub and the spinal cord stimulation (scs) device. No additional information. It was stated that the healthcare professional last saw the patient (B)(6) 2013. Additional information received reported that the patient has not been in touch with anybody about her device since implant and noted she did not know how to get in touch with the manufacturer¿s representative. It was the stated that the patient ¿wasn¿t sure if she was doing things right or wrong¿. It was reported that the patient thought ¿sometimes the neurostimulator didn¿t work right and sometimes the patient just thought she did things wrong¿. It was further stated that "it's been working fine, but I've had a pinched sciatic nerve, it was giving me trouble so I turned it up on both legs b/c both legs were bothering me, I don't know if I have it up too high because it ¿jiggled on me¿ all the time, if I make a move at all, if I turn my head, my arm or anything it gave me a jiggle in my legs." It was stated that this had been going on for probably 3 months. It was further reported in a follow-up that a manufacturer¿s representative would call the patient. Additional information received reported that a manufacturer¿s representative spoke to the patient on (B)(6). It was stated that the patient told the manufacturer¿s representative about her increased sciatic pain and noted that the patient¿s hcp had treated with a steroid injection. It was stated that the patient felt the ¿jingle¿ of the stimulation ¿all the time¿ and the patient wanted to know if she should be feeling the stimulation at all times. It was stated that it got strong when she was in bed especially, and the patient asked if something was wrong. It was noted that the patient was not adjusting the amplitude when lying down at all. It was stated that an appointment would be set up for an in-person check/reprogramming/education at the hcp office.

Event description:
Additional information received reported that the patient had an appointment scheduled this coming tuesday. Additional information received reported that a manufacturer's representative would see the patient today. Additional information received reported that the patient was reprogrammed. It was stated that the additional pain was believed to be unrelated to the device or therapy and was being addressed by the healthcare professional (hcp). It was stated that no interventions were required. It was stated that the patient was receiving effective therapy.